Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is complete. This is an initial final report submission. Review of the most recent repair record identified the following related repair: the cable was damaged (wiring was exposed) and the plug harness assembly was replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that while testing the cord, the cord had damage where it connects to the dermatome. No patient involvement. Due diligence is complete; no additional information is available. At product evaluation investigation wiring was exposed due to the damaged cord. No adverse events were reported as a result of this malfunction.